Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that her mother¿s onetouch ultra2 meter was reading inaccurately high compared to another (ambulance) meter. The complaint was classified based on customer service representative (csr) documentation. The reported claimed that at ¿7 or 8pm, last night¿ ((B)(6) 2018), her mother tested her blood glucose with her onetouch ultra2 meter and obtained a result of ¿78 mg/dl¿. According to the reporter, this was a normal result for her mother to obtain and at this point her mother was ¿just fine¿. The patient manages her diabetes with insulin ¿ self adjuster, ¿humalog and lantus¿ and the reporter denied that the patient took any action over and above her usual diabetes management routine in response to this reading of ¿78 mg/dl¿. The reporter stated that approximately 15 minutes later her mother began to lose consciousness, she stated that she ¿wasn¿t able to wake her up¿ and so called for an ambulance. She reported that it was at this point she became aware of the alleged product issue when she tested her mother¿s blood glucose using the subject meter and obtained an alleged inaccurately high result of ¿48 mg/dl¿. This was compared to the reading of ¿32 mg/dl¿ obtained by the emergency medical services (ems) on their meter when they attended the patient approximately 2 minutes after the alleged inaccurately high reading of ¿48 mg/dl¿. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that at this point, the ems personnel provided treatment to the patient by administering ¿IV glucose¿. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing and the results obtained were from an approved sample site. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event and received medical intervention for an acute blood glucose excursion while using the subject meter.